Event description:
It was reported by the customer that during routine check cardiosave intra-aortic balloon pump (iabp) display color change. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the upper display monitor board and upper display monitor to lcd cable. The unit passed all functional and safety tests and was returned to customer. (B)(6).